Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent vibration issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: the pump's vibratory alarm was fully functional. The alleged issue could not be duplicated.